Event description:
Attorney alleged that as a result of the lead, the patient "has sustained and will continue to sustain severe physical injuries, including death, severe emotional distress, mental anguish, economic losses." Review of manufacturer's database revealed the patient had died.

Manufacturer narrative:
It was further reported by a patient's spouse that the patient died of a heart attack. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.